Event description:
It was reported that, during a shoulder rotator cuff repair surgery, the quantum 2 controller stopped working. They changed the probe they were using (super turbovac 90) to a new one, but the problem continued, despite the two probes being new. They finished the procedure without using the probe (super turbovac 90). There was a delay of 2 hours. No patient injury or other complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Clinical review found that based on the limited information provided, the root cause of the reported failure could not be determined. A relationship, if any, between the subject device and the reported event could not be determined. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection observed the warranty seal was broken. Functional evaluation revealed there is no output voltage. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use for the product in question was reviewed and found to list multiple failure modes with the associated harms. Due to the limited description of the reported event the review could not narrow down to specific applicable line items. Clinical evaluation was conducted and found per communications, due to the stoppage of the new quantum 2 controller the surgeon chose to complete procedure without using the probe. Based on the limited information provided, the root cause of the reported failure could not be determined. Since the reported two-hour delay did not result in harm to the patient or other complications, no further clinical/medical assessment is warranted at this time. Should additional relevant medical information be provide this complaint will be re-assessed. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. No containment or corrective actions are recommended at this time.